Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was sticking out a bit. There was no migration and no skin breakage noted. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The ipg remains implanted.